Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the hi-torque steelcore guide wire was advanced in the patient anatomy without resistance. The guide wire was removed for reshaping, and was reshaped without an issue. The guide wire was re-advanced in the patient anatomy. However, when trying to advance a non-abbott device, while under fluoroscopy it was noted that the guide wire tip had unraveled. The guide wire was not separated, and was removed intact. A new hi-torque steelcore guide wire was used. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The stretched tip coils were confirmed. The break was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that he tip damage likely occurred due to case circumstances.